Event description:
It was reported that in the last couple of days the patient lost therapeutic effect. The patient had travelled out of state to a higher altitude and was wondering if this affected her device. Further information is being requested from the hcp.